Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the return indicator pulsatile blood flow stopped, the 7f exoseal vascular closure device (vcd) was slowly retracted without the device changing color. The exoseal was withdrawn and replaced with manual compression. There were no reports of patient injury. The 7f exoseal vcd was used for hemostasis in a surgery for lower extremity atherosclerotic occlusion on a 60-year-old male patient. The procedure was performed by retrograde puncture from the right femoral artery using the non-cordis catheter sheath introducer. The instrument was slowly retracted at an angle of approximately 50 degrees. The operator had many years of experience in the use of vascular closure devices. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the return indicator pulsatile blood flow stopped, the 7f exoseal vascular closure device (vcd) was slowly retracted without the device changing color. The exoseal was withdrawn and replaced with manual compression. There were no reports of patient injury. The 7f exoseal vcd was used for hemostasis in a surgery for lower extremity atherosclerotic occlusion on a 60-year-old male patient. The procedure was performed by retrograde puncture from the right femoral artery using the non-cordis catheter sheath introducer. The instrument was slowly retracted at an angle of approximately 50 degrees. The operator had many years of experience in the use of vascular closure devices. A non-sterile unit of product ¿vascular closure device 7f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into a cordis catheter sheath introducer (csi) of the proper french size presenting a severely kinked condition located approximately 4 cm from the distal tip compromising the deploying mechanism; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set on the manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near to the kink. Results were compared. Dimensional analysis results were found within specification. The functional analysis was not performed due to the severely kinked condition of the unit, which compromises the deployment mechanism and impeded the ability to set back the indicator wire to the manufacturing position. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review and the product analysis, the reported event of ¿indicator window no change to indicator¿ was not observed. The internal mechanism is assembled correctly, and no anomalies were observed. A kink on the delivery shaft of the unit was observed and it was so severe that it compromises the deployment mechanism. This may have been a possible contributing factor to the event reported. However, the exact cause of the reported issue could not be determined. Other unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest any issue with the device related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.